Manufacturer narrative:
(B)(4). DHR: not possible since the serial number provided (B)(6) could not be associated to one of our lot numbers. So the lot number is unknown. Failure analysis: the issue reported by the customer has not been confirmed, but the following issues have been detected: no visible damage to the millar sensor or connector. Catheter mashed/damaged 105 cm and 75.7 cm from tip. The device failed rb test : reading was 20 divisions from center line, should be < 15 divisions. Unable to complete testing : connector pins broke in process of removing the lid to re-pick the resistor see report from millar for more information root cause. The possible root cause for ¿incorrect icp readings generated¿ could be due to ¿excessive force applied to product¿ probably linked to mishandling of the catheter.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 1226348-2020-00092, 1226348-2020-00093. A physician reported that after a microsensor implantation procedure, the value displayed negative readings even in not decompressed patients and after 12-18 hours the value was normal but happened after 2 day that no value was available. After some minutes the value was again negative and after a while it was normal. It happened in 3 cases with different patients. The monitor used was a draeger monitor and the directlink was connected to it. The issue was discovered after patient left the operating room and was removed after 10 days.